Event description:
The rptr did back to back blood glucose tests, within a couple of minutes, using blood from same fingerstick. Rptr's results were 112 and 142 mg/dl. On follow-up rptr attributed the symptoms of being dizzy and lightheaded or to getting up. After laying down rptr has these symptoms. Rptr did not believe rptr was hypoglycemic. Rptr relies mainly on a1c done by doctor. Checks confirmation dot for tests; has difficulty obtaining sample and may have placed another drop on the strip. No harm was alleged.